Event description:
The device was returned for evaluation. Upon return, the device was turned on and no alarms occurred. Mock infusion passed without error, lcd was responding normally to touch inputs. Customer report mentioned the pump had alarmed which is inconsistent with a screen input issue. New log files that indicated processor hardware failure (linux core) som failure had occurred. The fva outlet pin was found in an open position without any mechanical force blocking it, and turning the cam freed the pin. This would be consistent with a som crash having occurred during an infusion. Internal investigation found boot retaining plate is damaged / cracked and air compressor wires were pinched. No other damage found.

Manufacturer narrative:
Correction: initial MDR submitted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The following has been reported: biomed reported: it was alarming and the screen was unresponsive. Shut down via power button. Cleaned and ran test infusion. No alarms during or after infusion. Patient status unknown a preliminary review identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.